Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting that customer was unable to apply the adc device due to inserter not firing. As a result, the customer was unable to monitor their glucose and experienced unspecified hyperglycemic symptoms and had a loss of consciousness. The customer reported being provided water by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Visual inspection has been performed on the sensor pack and observed damaged transition features and lid was completely peeled off. Visual inspection has been performed on the applicator, no issues were observed and applicator had fired correctly. Therefore, the issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted

Event description:
A complaint was received reporting that customer was unable to apply the adc device due to inserter not firing. As a result, the customer was unable to monitor their glucose and experienced unspecified hyperglycemic symptoms and had a loss of consciousness. The customer reported being provided water by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.